Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of high erroneous results for 2 patient samples tested for vitamin d total ii on a cobas 6000 e 601 module. Patient 1 initial vitamin d total ii result was > 100.0 (unit of measure not provided). The sample was repeated twice with results of 76 and 47. Patient 2 initial vitamin d total ii result was > 100.0. The sample was repeated twice with results of 21 and 22. It is not known if the high results were reported outside of the laboratory. The customer states they have had issues with other patients with high vitamin d total ii results about every 2 weeks. No other specific results were provided. There was no allegation that an adverse event occurred. The vitamin d total ii reagent lot number was 298228. The expiration date was not provided.

Manufacturer narrative:
The unique identifier (UDI)# for vitamin d total ii is (B)(4). Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys vitamin d total ii assay non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The first result is elevated, either above the upper end of the measuring range (greater than 100 ng/ml or greater than 250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. A workaround has been provided to customers.

Manufacturer narrative:
Qc results were within the specified ranges. The investigation was unable to find a definitive root cause.